Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Part 359.219, lot 9564235: manufacturing location: (B)(4). Release to warehouse date: october 15, 2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned implant was examined and the blue handle was found to be broken near the proximal end; witness marks consistent with impaction were noted on the handle. The received condition does not agree with the complaint description. The complaint condition of cracked was not confirmed instead the handle is broken into two separate pieces. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. A device history review, was performed for the returned implant¿s lot number and no material review reports (mrrs), ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The handle design was modified to improve impact resistance to hammer strikes and material was changed. This device was manufactured prior to the design/material changes. No definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blue handle of the inserter for the titanium elastic nails is cracked. The issue was identified when the titanium elastic nail tray was opened in the sterile processing. This complaint does not involve any patient or a procedure. When the device was being investigated by the manufacturer, it was noted the blue handle was found to be broken near the proximal end. This is report 1 of 1 for (B)(4).